Event description:
The complainant reported a 59 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient developed an access site hematoma/bleed. As treatment, red blood cell blood products were delivered.

Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.